Event description:
The customer alleged they received questionable a1-fetoprotein (afp) results for one patient on their elecsys 2010 analyzer. The customer confirmed there was no foam or bubbles on the sample. According to the customer, quality control was acceptable, but was not sure if they were measured prior to the patient's sample. The patients sample was initially diluted 1:100 due to a high previous afp result. The initial afp was 1219 ng/ml and it was reported outside the laboratory. Since the initial result was low compared to the previous result, the physician requested a repeat. The sample was repeated with a 1:100 dilution and the result was 107 ng/ml was reported. The sample was repeated with a 1:100 dilution and the result was 2789 ng/ml was reported. The sample was repeated with a 1:100 dilution and the result was 158 ng/ml was reported. The sample was repeated with without dilution and the result was >1210 ng/ml was reported. The sample was repeated with a 1:10 dilution and the result was 391.8 ng/ml was reported. The sample was repeated with a 1:10 dilution and the result was 842.6 ng/ml was reported. The sample was repeated with a 1:100 dilution and the result was 132 ng/ml was reported. The customer then switched to a new lot of diluent and repeated the sample again. The sample was repeated with a 1:100 dilution with the new lot of diluent and the result was 2987 ng/ml was reported. The sample was repeated with a 1:100 dilution with the new lot of diluent and the result was 3029 ng/ml was reported. The customer stated the results with the new diluent seemed reasonable and the customer reported a result of 2987 ng/ml. The patient's sample was then sent to another laboratory to be tested and the result was 2554.7 ng/ml. No adverse events were reported. The afp reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
The root cause could not be determined. The analyzer works according to specification and instrument problems could not be detected. No further investigation was possible.